Manufacturer narrative:
(B)(4). The device/sample has been reported to be available for evaluation and has been requested. However, the device/sample has not been received for evaluation as of yet. If the device/sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A registered nurse (rn) contacted global technical services (gts) stating that it smelled like something was burning inside the homechoice (hc) machine. This was during use, but the patient was not connected. The rn stated, the machine was at load the set and she smelled a strong burning plastic odor. The technical service representative (tsr) arranged for the hc to be swapped. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation: a visual evaluation was performed. An internal inspection revealed component u2 on the accomp board exhibited signs of overheating and confirmed the reported issue. The accomp board was replaced with the test article and the heater pan increased to the desired temperature. The assignable cause for the strong burning odor was determined to be an overheated component on the accomp board. The device's service history record was reviewed and no issues were identified that may have contributed to the overheated component. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.